Event description:
Patient presented to the physician with headaches and right-side jaw and ear pain. Physician prescribed pain medication and steroids. Patient returned to the physician for a follow-up appointment with improvement